Manufacturer narrative:
(B)(4).

Event description:
It was reported that several pairs of electronics were measured at over 10,000 ohms. The pt experienced a change in therapy, though was still receiving some benefit. Another doctor the pt was working with indicated that an x-ray showed that the leads had migrated and there may have been some breaks, but these x-rays were unavailable. A revision was planned for the near future. The pt requested that the stimulation be left on for the amount of benefit she was receiving. Additional info has been requested, but was not available as of the date of the report.